Event description:
It was reported that probe activated on its own.

Manufacturer narrative:
The condition was confirmed through the received video however it could not be replicated since the unit was not returned for evaluation. The most probable root causes for ¿unintended energy delivered¿ condition are: 1. Probe short ¿ if there is a manufacturing related defect consequently causing an internal short, the console would detect it and trigger an error code. No error code was reported which would help identify the possible contributor for the reported failure. 2. Button stuck on the firing position ¿ a condition of button being stuck on the firing position could not be confirmed as the product was not returned for investigation. This condition is mostly likely to be captured by the user if it occurs. According to the information provided, no malfunction of the activation buttons was reported. Therefore, based on this and previous complaint history review for similar cases root causes, the probability of this possible contributor¿s occurrence is less likely. 3. Fluid ingress - fluid ingress into the handle may lead to a malfunction and/or continuous activation by the current path created through the saline water, however since the unit was not returned, it cannot be confirmed if there was fluid ingress and/or the point or source of the fluid ingress inside the handle. Based on previous complaint history, the most probable fluid ingress sources are: - the unit, while in use, is submerged in this fluid pocket or surgical area cover used to contain fluids in a pocket during surgery, water ingression can be observed which may cause the unit to continuously activate. - cutting the suction tube of the serfas suction probes before use during surgery consequently resulting in fluids back flowing inside the handle. 4. Button inadvertently pressed ¿ based on the event description and information provided, the possibility of the user inadvertently pressing the buttons can be ruled out as a possible contributor in this case. 5. Damaged insulation - no insulation and/or physical damage of the probe was reported therefore, this possible contributor can be ruled out. 6. Probe bender used to bend a non-bendable probe ¿ no information was provided regarding the possibility of bending this non-bendable probe. 7. Console error - a console related failure as well as a possible foot switch related failure (if used) cannot be ruled out. Since the reported unit was not returned for evaluation, a definite root cause cannot be confirmed. The product was not returned for investigation, due to video received the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that probe activated on its own.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.